Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call that the batteries have to be changed fequently in her child's insulin pump. At the time of the call, the customer had blood glucose of 401 mg/dl. Troubleshooting was declined by customer as they indicated that their doctor is treating the high blood glucose. The customer was advised to monitor the pump and that a new battery cap would be provided.